Event description:
During a low anterior resection, at the distal staple line, the handles jammed and had to be wedged open with a metal instrument. This caused a hole in the tissue, without any adjacent staples. Extended or time. Converted to using a different endocutter. No adverse patient results, but extended pt stay in hospital.